Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected power loss alarm noted. However, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed pump error was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance after disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed power error and was recurring. The customer's blood glucose was 176 mg/dl at the time of incident. It was also reported that the customer experienced high blood glucose of 386 mg/dl. The customer's blood glucose was 130 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.